Event description:
During a routine preventative maintenance check of the pulsar ii generator setting cut 9 generated a high output reading. All other settings were within normal limits. The unit was plugged directly into the wall and a fluke scopemeter was used for testing. No patient involvement.

Manufacturer narrative:
Product event # (B)(4). Evaluation, (method), (result), (conclusion): device discarded therefore analysis unable to be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.